Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. The data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation of the needle mechanism found no issues that would result in the needle deploying early. Although no problem was found with the device, it could not be determined when the needle was deployed, and the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported after filling the pod with insulin and prior to activation, the cannula deployed early, which indicates a needle mechanism failure. It was further reported that the cannula was found to be bent but may have been the result of the container it was kept in. The pod was not worn.